Manufacturer narrative:
(B)(4). Date sent: 5/1/2020. Date of event: only event year known: 2020. Batch # unk. Concomitant medical products: kit: lcol71. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the lot or batch number for the cdh29a device? What is the lot number for the kit lcol71? What surgeon is associated to this specific complaint? Can a timeline of events be provided to include the onset of symptoms and any medical or surgical intervention? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? A manufacturing record evaluation was performed for the finished kit lcol71, 10187755 lot/batch number 447522, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished kit lcol71, 10187754 lot/batch number 447521, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished kit lcol71, 10187756 lot/batch number 447523, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished kit lcol71, 10187750 lot/batch number 447520, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished kit lcol71, 10184355 lot/batch number 444502, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished kit lcol71, 10184361 lot/batch number 444501, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished kit lcol71, 10184372 lot/batch number 444500, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished kit lcol71, 10184378 lot/batch number 444499, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished kit lcol71, 10186081 lot/batch number 445796, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished kit lcol71, 10186092 lot/batch number 445795, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished kit lcol71, 10186095 lot/batch number 445794, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished kit lcol71, 10186099 lot/batch number 445793, and no non-conformances were identified.

Event description:
Anastomotic leakage occurred a few days after colon surgery. Patient needed additional surgery (manual suturing). No further harm to patient reported. Issue occurred between (B)(6) and (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 06/03/2020. Additional information was requested, and the following was obtained: what were the indications for surgery? ¿ lap sigma resection. What is the lot or batch number for the cdh29a device? ¿ discarded, no chance of identifying (also from kits). What is the lot number for the kit lcol71? ¿ not sure. What surgeon is associated to this specific complaint? ¿ head physician and senior physicians. Did the patient receive any preoperative chemotherapy or radiation? ¿ not known. Were there any issues experienced with the device in the initial surgical procedure? ¿ no, surgeons use cdh for years. What healthcare professional fired the device and what is his/her experience with the device? ¿ senior physicians, use cdh for years (over 100 cases p.a.) Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? ¿ always near middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? ¿ yes. Was the device difficult to close? ¿ no. Was the device difficult to fire? ¿ no. Did the healthcare professional receive audible & tactile feedback when firing the device? ¿ yes. Were the donuts inspected? If so, please describe. ¿ yes, no abnormalities detected, donuts looked like they should. Was a complete transection of the white breakaway washer visually confirmed? ¿ yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. ¿ besides the leakages, no deformations of the staples detected. Was a leak test performed? If so, what type and what was the result? ¿ yes, with saline solution. Was the staple line visualized endoscopically during the initial surgical procedure? ¿ yes, before the leak test. How many days postoperative did the leak occur? ¿ between 3 and 8 how was the leak identified? ¿ after blood analysis. What was observed at the site of the leak upon reoperation? ¿ only a hole in the anastomosis. There was nothing seen in the or as the donut and staple lines were good. The leaks that occurred were 5 to 8 days out and some were able to be clipped and others had to return to the or. They are a multi-user of circular devices which include a competitive device.

Manufacturer narrative:
(B)(4). Date sent: 06/10/2020. Additional information received: batch # for the cdh29a: t4138x, t4138w, t4139m. Mre: t4138x - a manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Expiration date: 11/30/2024 / manufacture date: 12/09/2019 mre: t4138w - a manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Expiration date: 11/30/2024 / manufacture date: 12/09/2019. Mre: t4139m - a manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Expiration date: 11/30/2024 / manufacture date: 12/10/2019. Information received from the surgeon: he has had 5 patients with post-operative leaks in 1-week in which 4 patients required endoscopic clipping along with antibiotic therapy and 1 patient who received a colostomy. The leaks were 3 to 7 days out. He explained that it was the same or team for all the surgeries involved and nothing had changed in the surgical routine. The hospital is not a teaching facility; therefore, the surgeon is always the one who fires the device. All cases were laparoscopic, the patients had not received chemo or radiation and there was no perioperative hyper ischemia. The spike of the trocar is inserted 1 to 2 millimeters above or below the staple line but not through it. Gap setting scale was ¿closed nearly total¿, 20 second wait before firing, there was no difficulties in firing, no malformed or missing staples from the staple line and the ¿staple line looked great.¿ the donuts were inspected and ¿were perfect¿ and there were no air leaks. The device was opened ½ twist and checked prior to removing. There was a small amount of time when they used a competitive stapler, but all leaks are associated with the ethicon stapler. All patients are doing well.